Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "attention message needed" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be defective micro-processing unit printer circuit board (mpu pcb). The mpu pcb was replaced in order to fix the reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "attention message needed." This condition occurred during testing in the "biomed service" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.